Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17449669.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old ipg and paddle lead were replaced. The patient was doing well post-operatively and the explanted devices will not be returned.